Manufacturer narrative:
H3. Analysis of the catheter identified the catheter body to be deformed in shape, however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 07-feb-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving fentanyl 221 mcg/hr 2000 mcg/ml bupivacaine 1.470 mg/hr 12.3 mg/ml morphine 2.077 mg/day 18.8 mg/ml via implantable pump. It was reported that the whole system was replaced. Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the healthcare provider (hcp) performed catheter dye study on 2025-03-10 due to early replacement indicator (eri) and change in pain relief. The catheter was unable to aspirate. The patient was experiencing a significant amount of pain; however, his doses were approximately 1/3 of where they were at prior to pump and catheter replacement. The home infusion has several reprogramming appointments set up to increase his doses.